Event description:
A customer in the united states reported a false susceptible esbl (extended-spectrum beta lactamase) in association with the vitek® 2 ast-gn69 test kit. A urine culture contained two escherichia coli strains and one tested esbl positive. The customer stated the positive esbl was consistent with the test correction but did not change from sensitive to resistant for cephalosporin(s). The customer stated the positive result was reported to physician and patient treatment was adjusted based on the test result. The patient discharge order was canceled and treatment with merrem gram IV qq 12 hours was started. The customer reported that there was no medical treatment delayed or withheld due to the test result. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. The aes detail report showed, phenotype= shv-1 hyperproduction. Repeat testing with vitek® 2 ast-gn69 produced a esbl negative result. Manual confirmation testing was also negative with the kirby bauer method. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
Biomérieux conducted an internal investigation: identification of the organism was confirmed, and testing included the customer lot and a random lot of ast-gn69 cards. The clsi esbl disk test, which is the reference method, was also performed. On both cards tested, a negative esbl test result was obtained. The clsi esbl disk test also gave a negative result. Cards are performing as expected and no further action is necessary.